Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes are hemolyzed, thus bicarbonate results are unable to be interpreted. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary- bd had not received any samples or photos for investigation. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. Bd was unable to duplicate the indicated failure modes (hemolysis, erroneous results-bicarbonate) because the lot number is unknown. The affected batch/lot must be specified in order to perform clinical testing. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure modes: erroneous results-bicarbonate and hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes are hemolyzed, thus bicarbonate results are unable to be interpreted. No adverse impact was reported regarding the patient or user.